Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in threshold measurements which resulted in loss of capture due to exit block. There was not asystole greater than two seconds. A revision procedure was performed where the rv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. During the explant procedure the physician used a large amount of force and damaged the device header. No additional adverse patient effects were reported.